Event description:
A pt reported blood glucose results of "498 mg/dl,135 mg/dl, and 301 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution have been replaced.